Manufacturer narrative:
(B)(4). Report source, foreign - event occurred (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that, during the surgery, the polymer was leaking from the inner pouch because part of the inner polymer pouch was unsealed. In addition, it was reported that the surgery was finished with backup product. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No further information provided (x-rays, surgical report, photographs, lab test). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. A complaint extract was done regarding packaging : inner pouch_open sealing: to date (11-oct-2021), 12 complaints (12 products), this one included, have been recorded on biomet bone cement r 1x40 jp, reference 110035372, since ever. 4 complaints (4 products), this one included, have been recorded on biomet bone cement r 1x40 jp, reference 110035372, batch z35aaf1509, since ever. The product was returned and lab analysis was performed. The product analysis has shown that the inner cement pouch sealing is opened at the top left side and the cement powder was leaking outside this package. In addition, the sealing is damaged at the bottom right and left sides of the pouch. Therefore, the reported event is confirmed. A sealing force test has been performed on a product received from a similar complaint (cmp-0685619 - same item reference) and showed that the pouch sealing force a was compliant with zimmer biomet valence specification. Investigation results concluded that the reported event was due to manufacturing (sealing process). A corrective action has been initiated in order to deeper investigate the cause of the event with the cement pouch supplier and to consider to implement actions to avoid the recurrence of this type of issue. The complaint is closed but could be reopened if new information is received later. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that, during the surgery, the polymer was leaking from the inner pouch because part of the inner polymer pouch was unsealed. In addition, it was reported that the surgery was finished with backup product. No adverse event has been reported as a result of the malfunction.